Event description:
Sterile tissue expander box opened. Hair noted inside box, attached to magna-finder locator. Sterile tissue expander implant in enclosed sterile package was intact. Surgeon aware. Expander package opened to field using sterile technique.

Event description:
Sterile tissue expander box opened. Hair noted inside box, attached to magna-finder locator. Sterile tissue expander implant in enclosed sterile package was intact. Surgeon aware. Expander package opened to field using sterile technique.